Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc221850. Model: sc-2218-50. Serial: (B)(6). Batch: 7140628.

Event description:
It was reported that the patient had inadequate pain relief due to placement of the lead during a lead replacement procedure (MFR. Report no.: 3006630150-2024-04729). The physician and patient decided to replace the linear leads with a paddle lead. The patient was doing well postoperatively, and the explanted devices were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Correction to the initial MDR in block h6 and h11.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure due to inadequate stimulation (MFR. Report no.: 3006630150-2024-04729). During that procedure, the lead could not advance beyond the tenth thoracic vertebrae due to scar tissue. The patient later underwent another revision procedure wherein the linear lead was replaced with a paddle lead. The patient did well postoperatively. The device was not returned for analysis as it was discarded by the medical facility.